Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: three samples were provided to our quality team for investigation. Functional testing was performed, penetrating the membrane. In all cases the product functioned as intended and no evidence of a leak was observed. A device history review was performed for lot 2406303, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for returned lot 2406303, and all results were found to be acceptable. Three retained samples of the reported lot were used for additional evaluation. The membranes were punctured up to ten times, in all cases the product functioned as intended and no leakages occurred. When reviewing the reported information, it was noted that there was no mating optima component assembled to the injector when the plunger of the syringe was pressed. This creates a pressure within the device, damaging the membrane which can result in leakage, as reported. As this is not the intended use of the product, the injector must be connected to a mating component (protector/connector/infusion adapter) when engaging, there is no failure related to our product that we could identify. Based on our quality team's investigation, this incident likely occurred as a result of improperly engaging the device as the injector must be connected to a mating optima component when engaging. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Description/event details: reported by customer that the injector was leaking after disconnection from a vial adaptor. This was noted after a small amount of pressure was applied to both a 3, 5, 10 and 50ml syringe. Additional information date of occurrence was approximately (B)(6). This was part of due diligence performed by the account prior to decision to upgrade to optima from phaseal. Hence there was only one pir as testing occurred at the same time. The water filled syringe was connected to an injector then attached to a vial adaptor, 20mm. Post disconnection they were able to make the injectors leak after applying a small amount of pressure to the syringe for most sized syringes, but more easily the smaller barrelled. They could empty a full syringe of water through the injector. 1. After the disconnection, was there any visible damage or breakage in the injector? Waiting for response from customer 2. Have you confirmed that the connections were properly secured? Yes. 3. Confirm if the usage is for a single patient or multiple patients, and indicate the event date if it pertains to multiple patients. This was part of due diligence testing done by account considering upgrade to optima so not for patient use. 4. Could you kindly provide details regarding the vial, specifically whether it was secured with protector through the use of an infusion clamp? Sorry I¿m not sure what this question is asking. If you are referring to an assembly fixture the answer is no. 5. Is medical preparation conducted by experienced healthcare professionals? Yes.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.